Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior and yellow particles inner the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported "capsulorraphy for implant malposition."